Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture & seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. "Waves, folds and rotation". Along with effusion, inflammation and pain. The device has been explanted.